Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). From the information provided, there is no indication that there was any device performance issues.  It is likely that patient status, patient comorbidities, and pharmacological factors such as anticoagulation are contributors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was readmitted to (B)(6) for suspected pump thrombosis. He exhibited two increased ldh results in lab in (B)(6) of 950s. Ramp study was done with some decreased lv size from 4.4 to 4.0cm with speed increases from 2680 to 2900. The patient's urine was clear and waveform analysis was not showing any concerning power consumption. Patient was discharged as signs of hemolysis were negative. Patient will be closely monitored.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed an increase in power consumption, surpassing normal power consumption limit, as well as a temporary speed change on the reported event date. Though the medical team reported that they believed the reported event to be related to the device; with a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The most likely root cause of the reported event may be related to the patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available.